Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a severely tortuous and severely calcified proximal left anterior descending artery. A 2.50mm x 20mm maverick? Balloon catheter was advanced for dilatation but could not pass through the lesion. However, during the procedure, it was noticed that the balloon had burst. The procedure was completed with a different device without any patient complications reported. The patient status was stable post-procedure.